Event description:
As the scrub tech was opening the zip lock bag that contains the small items, the number 15 scalpel popped out of the bag and stabbed the scrub tech in the chest which made a small cut that drew blood. The blade of the safety scalpel was exposed. Treatment consisted of a tetanus shot. 072604 component MFR is personal safety razor, reference number is 0423 and they have declined to file a medwatch, cardinal health is filing as the MFR of the customr sterile pack that contains the scalpel.